Event description:
It was reported that a patient had a battery replacement ¿a couple of months ago¿ due to normal battery replacement and at the time of the replacement, the patient¿s impedances were all in range except #15 was out of range or high. It was stated that today 5, 11, and 15 were all greater than 10,000 ohms. It was noted that the caller did not think anything was less than 50 ohms indicating a short. It was stated all impedances were 500, 600, or 700 ohms. It was stated that the patient was programmed on 2 electrodes that were out of range and they stopped using them. **information omitted from pe (B)(4): adaptive stim and (B)(4): rapid battery depletion**

Event description:
Additional information received reported that the manufacturer¿s representative had been present for the battery replacement and stated ¿some extra effort¿ was made in cleaning the contacts for electrodes with high impedances (4 or 5) but contact 15 was still high when the surgery was over. It was stated that it wasn¿t until the call from the patient a few months later that there was an issue. The manufacturer¿s representative stated that he didn¿t know if it was fluid or something else on the contacts or inside the battery ports, but all but 1 had resolved, and they had thought that one might come down later on.

Event description:
Additional information received reported that the cause of the high impedances was unknown but was device related. No fractures were noted. The patient was receiving effective therapy after reprogramming. All of the patients concerns were resolved. No further follow-up was needed as the patient's concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0029661, implanted: (B)(6) 2005, product type: lead; product ID 377760, lot# n0029659, implanted: (B)(6) 2005, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).